Event description:
It was reported, an infection occurred around the pocket. The device was removed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.